Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4),

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - patient was revised to address fibrous ingrowh of cup and osteolysis. Doi (B)(6) 2006 - dor (B)(6) 2010 (left hip). Update: (B)(6) 2011 - litigation papers received. They mention metallosis. There is no new additional information that would affect the investigation. Update (B)(6) 2012 - plaintiff's fact sheet form was received which identified part/lot information. Medical records have been read, no anomalies within the records. There is no new information that changes the outcome of this investigation. Update rec'd (B)(6) 2013 - ppd and medical records received. A correct dor was given and this complaint is for the left hip. After review of the medical records the revision operative note indicated osteolysis, corrosion between the trunnion and femoral head. There was no metallosis as litigation alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.